Manufacturer narrative:
One knife sample was received by manufacturing inside of an opened blister package. The returned sample was inspected per facility procedure and was determined to be visually nonconforming with the cutting edge bevel reversed. The final customer lot number was identified. A review of the device history record (DHR) has been performed and no anomalies were found. The product was released according to the manufacturer's acceptance criteria. No additional investigation is required based on device history record review. A complaint history examination revealed this is the first complaint for the reported lot number. The evaluation confirms the incorrect blade bevel orientation as noted by the customer. The source for the incorrect orientation is due to an improper positioning of the blade prior to bending. The inspection procedure was reviewed and found to be adequate. The root cause appears to be operator error. The visual inspection criteria are to reject an instrument with an incorrect blade orientation such as was found on the returned sample which had been missed. Due to an observed increased trend for this defect mode, a manufacturing root cause investigation (CAPA (B)(4)) has been initiated to investigate the increased trend and identify corrective and preventive actions. An effectiveness check will also be established and monitored upon completion of these actions. This complaint trend has been reviewed during the facility's complaint review board meeting and will continue to be reviewed for effectiveness of actions taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).

Event description:
It was confirmed that the knife issue was noted prior to any patient involvement.

Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. (B)(4).

Event description:
A nurse reported that a knife blade bevel was noted to be upside down during surgery. Patient involvement or patient impact information is unknown. Additional information has been requested.